Manufacturer narrative:
A siemens fse (field service engineer) was dispatched to the customer site to evaluate the instrument. After analysis of the instrument and instrument data, the fse found the aspiration probe four pinch valve sticking open and it was replaced. The fse then ran controls and a small precision study. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant advia centaur thcg result was obtained on one (1) patient sample. The physician questioned the result (since it did not match the patient's clinical history) and the laboratory repeated the same sample in duplicate on a second instrument. The laboratory then repeated the sample a second time on both systems to confirm. Corrected reports were issued to the physician. There are no known reports of adverse health consequences due to the discordant thcg result.